Event description:
As reported, during a laparoscopic bilateral inguinal plasty the fasteners of optifix fixation device got stuck and did not deploy. When the fasteners did deploy the came out broken. Three fasteners deployed successfully prior to the issue presenting. It was reported that another device was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener and got stuck in the device after three successful deployments. Review of the photos provided confirms a broken fastener. The subject device has not been returned for evaluation. While a definitive root cause could not be determined the most probable cause for fasteners to present broken in use is the result of forces applied. Review of manufacturing records shows the lot was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the result of sample evaluation. Evaluation of the returned sample finds that for bent guide wire and backup tabs. The reported and found broken fasteners are a known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. No manufacturing anomies were found. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, optifix straight deployed broken fastener and got stuck in the device after three successful deployments. Review of the photos provided confirms a broken fastener. The subject device has not been returned for evaluation. While a definitive root cause could not be determined the most probable cause for fasteners to present broken in use is the result of forces applied. Review of manufacturing records shows the lot was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic bilateral inguinal plasty the fasteners of optifix fixation device got stuck and did not deploy. When the fasteners did deploy the came out broken. Three fasteners deployed successfully prior to the issue presenting. It was reported that another device was used to complete the procedure and there was no patient injury.